Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to erosion and infection. Reportedly, the suture sleeve eroded through the skin and the system was extracted for infection. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The rv lead was explanted.